Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for a couple months and then this past weekend the pts medtronic device was a nightmare for it dies completely. Pt said the controller kept on turning off a lot and they charged it but it was still turning off and it does not decrease the pts pain. Pt said when they turn it up for more intensity it turns itself down; pt had reset the controller but that does not resolve the issue. Pt then clarified that the pts stimulation kept on turning itself off on its own and then the intensity would decrease on its own. Pt said it was doing it more frequent and was causing them pain. This morning the pts intensity decreased from 5 to 3.9 on its own. During the day the intensity decreases and turns off and at night the stimulation turns off on its own. Pt noted they had switched to group b since they got 2 settings but it was happening to both. Pt was not happy because the stimulation was great but the stim was getting worse and worse. Pt noted they had text their representative who had them reset the controller but that did not resolve the issue. The caller was redirected to their medtronic representative. The call was then disconnected, patient services an made outbound call but reached pts voicemail and was unable to ask for further information.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.